Event description:
It was reported that the zimmer skin graft mesher had a damaged comb. Despite multiple follow up attempts with the customer, no additional info was able to be obtained regarding the reported event.

Manufacturer narrative:
Beginning may 31, 2012, u.s. And (B)(4) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 3/16/2009 and was last repaired on 08/18/2010 for a non-related issue. Eval of the device observed that the comb was damaged. It was also observed that the bushings were worn. A test mesh and calibration could not be performed due to damage of the comb. The customer did not return cutters for eval. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling. According to the instructions for use, the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly intended to verify continued accuracy. The device was serviced and returned to the customer.